Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-03113. It was reported the patient complained she never had good pain coverage from her scs system. The patient's physician decided to replace the patient's existing leads and implanted new leads in a new position. Follow up identified the patient reported receiving effective stimulation therapy coverage postoperatively.